Manufacturer narrative:
The reported event of failure to advance was not confirmed. A complete lead was returned in two pieces for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, the lead was attempted to implant at multiple positions, but it could not be implanted and was unable to move in the blood vessels. The lead was not used and replaced. The patient was stable.